Manufacturer narrative:
D10 concomitant product: egiaustnd endogia ultra univ std stap (lot #p5f1137s); 176657 , 176657 endoclip ii ml 10 appli lot # j5l3046ny) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a thoracoscopic right lower lobectomy, to detach the bronchus. After the green firing button was pressed, a ¿click¿ was heard from the handle and, despite continued pressure on the handle, there was no response and it was unable to fire. The reload fired only halfway, and the remaining tissue section was neither detached nor stapled, with an incomplete distal staple line reported. A new handle and reload was used to complete the case. The patient was reported alive with no injury. Pli30 product was received without accompanying information.